Event description:
Attorney's report of the pt's alleged recoil ring break as well as the rings explant/removal.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.